Event description:
Procedure: low anterior resection. According to the reporter: the powered lds not firing and when it does fire it doesn't release. There was no tissue damage, unanticipated blood loss, unanticipated colostomy, formal laparotomy, re-operation, conversion to open procedure, or extended operation room time. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. He unscrewed the bottom and it released.

Manufacturer narrative:
(B)(4).